Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products is identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport slim. During the procedure, the guidewire became stuck in the puncture needle and subsequently fractured. A separate kit was opened, the guidewire removed, and a replacement inserted. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products is identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one straight tip guidewire in a guidewire hoop and one introducer needle was returned for sample evaluations. Visual, microscopic and dimensional evaluations were performed on the returned device. The complaint samples appeared to have residue throughout. The guidewire was noted to be uncoiled and stretched throughout the distal portion. The round wire was noted to be protruding the uncoiled portion of the guidewire. The termination appeared to be granular. The distal end of the guidewire appeared to be uncoiled. The termination of the distal tip appeared to be granular throughout. Therefore, the investigation is confirmed for the reported fracture and the identified material separation, stretching, and unraveling of the guidewire issues. Due to the uncoiled condition of the guidewire, functional testing was not performed. The investigation is inconclusive for the reported physical resistance, as the exact circumstances at the time of the reported event are unknown. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport slim. During the procedure, the guidewire became stuck in the puncture needle and subsequently fractured. A separate kit was opened, the guidewire removed, and a replacement inserted. There was no reported patient injury.